Event description:
Caller states the cuff would not inflate. It was reported that upon inspection of the tube, it was found to have holes in the cuff. It was confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is expected to be returned, but has not been received for investigation as of today.